Event description:
It was reported that twenty-five (25) minicaps had inadequate iodine; further described as ¿iodine appeared dried out and orange¿. This was observed during preparation of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on unspecified dates of july 2022, further described as "within the past month". The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.